Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description air in line alarm detailed inquiry description date: (B)(6) 2024 pphp 9 "pt transferred from pacu with 2g/50ml of mgso4 running. Pump kept alerting to "air bubbles" in line. IV tubing "primed" by pump (11ml each time) three times. IV tubing removed and re inserted into pump. Alarmed to "air bubbles" IV tubing removed and inserted into a different pump. Primed again (11ml). Alarmed to "air bubbles". IV tubing and (now) empty bag of mg discarded. Attending team made aware and order obtained for another bag of mg d/t the majority of the bag emptied during the "priming" process. "